Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular lead was explanted due to exhibited and reproducible noise, as well as a suspected lead fracture. No adverse patient effects were reported.